Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 49 mg/dl at the time of event. Customer stated that they were using insulin pump less than 48 hours prior to event. Customer declined the troubleshooting for low blood glucose level. It was unknown that auto mode feature was active or not the time of event. Customer reported that transmitter was not connecting to the insulin pump. The device will not be returned for analysis.